Event description:
Reported discrepant flu a results for 1 symptomatic patient. The customer communicated that the patient initially tested positive for flu a on a sofia analyzer. The same cassette was used on another sofia analyzer and the patient resulted negative for flu a. The patient was retested using a sofia flu only cassette and resulted negative.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.